Manufacturer narrative:
The field service engineer has ordered a replacement device.

Event description:
The customer reported no audible alarms were coming from the fc2020 device when monitoring a patient. The device was in clinical use at the time the reported issue was discovered. There was no report of any adverse impact to any user or patient as a result of the issue.

Manufacturer narrative:
The faulty device was returned to the bench for evaluation. Per andover bench, the customer's reported problem was confirmed. During evaluation, it was found that the unit had a bad speaker case, the lower case tabs were broken off and the case was cracked. Further stating, that the bottom mounting plate was missing and there was potential damage through the vent holes. There was no evidence of any residue (cleaning solvents, medical lubricates or gels) present.